Event description:
It was reported that during an unspecified procedure, the trek balloon was difficult to deflate, and appeared to refold poorly. Additionally, difficulty was experienced during removal. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen and balloon, consistent with preparation and the catheter advanced into the patient anatomy. The balloon was folded flat. There were three bends in the hypotube distal to the strain relief tubing. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The overall total length of the balloon catheter was measured and met manufacturing criteria. A new indeflator filled with gastrografin, diluted 1:1 with water was used to pressurize the balloon catheter to rated burst pressure to measure the deflation times. The reported difficulties were unable to be confirmed as the deflation times met manufacturing criteria. The balloon deflated flat every time. The patient anatomy was not reported, which may have aided in the investigation. It is possible that a flat balloon could have interacted with the lesion/anatomy and contributed to the reported difficulty removing the catheter, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for deflation issues, difficult to remove from the anatomy, or balloon fold issues for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulty deflating the balloon was unable to be confirmed and a conclusive cause for the reported difficulties removing the balloon or balloon refold could not be determined; however, there is no indication of a product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all balloons are visually inspected for proper fold configuration. A sampling of units is also destructively tested to verify proper balloon deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.